Event description:
It was reported to medtronic neurosurgery that while inserting the lumbar catheter between the l3-l4 vertebrae, the physician encountered difficulty and was unable to confidently place the device into it's proper positioning. According to the report, the physician withdraw the catheter through the lumbar needle in an attempt to reposition the device. The report states that upon removal of the catheter from the needle, it was found that a portion of the catheter's proximal tip had broken off and remained in the patient. It was reported that multiple attempts were made to remove the broken tip, but were unsuccessful.

Manufacturer narrative:
The device was unavailable for return. Therefore, an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that low tear strength is a characteristic of most unreinforced silicone elastomer materials. Care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks or tears. The instruction for use also caution that the catheter should never be withdrawn through the touhy needle in order to avoid possible transection of the catheter. If the catheter needs to be withdrawn, the touhy needle and catheter (with guidewire if used) must be removed simultaneously. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.